Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection noted arc marks on the edge of the case. A review of device memory was performed, which confirmed the device recorded a charge timeout alert while implanted. This alert was likely due to an attempt to delivery therapy that was shorted through the device case. Next, the device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that this device displayed charge time (CT) code and the patient has had inappropriate shocks with a single shock impedance being out of range. It was also noted that device had no sensing function. Imaging was performed indicating that the patient had twiddled the electrode back into the device pocket. The system was explanted and replaced with a transvenous system. No additional adverse events were reported.